Event description:
Customer reported an incident where the screen froze for 30 mins during treatment with no error codes. Customer was able to resume treatment, then noticed the dialysate and replacement bags were empty, which caused air to go into the tubing set. No alarms went off. There was no blood loss reported. The reported machine runtime was 1914 (h).